Event description:
Additional information received reported that the patient was scheduled for an MRI the day of the report. It was also noted that the patient¿s system was explanted the week prior to the report. About two and a half weeks later, it was reported that the reporter was not aware of any x-rays taken. The exact explant date was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v006400, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell ¿several times over the last several months.¿ the stimulation was no longer in the same areas that it had previously been; the back and legs. The patient had less than fifty percent therapy relief and pain in the legs and back. Upon reprogramming it was found that all possible electrode combinations, except the distal most two, provided parasthesia only in the left abdomen. The distal contacts provided limited parasthesia in the left thigh. The impedances were normal and a lead migration was suspected. The health care provider (hcp) was planning on potentially ordering x-rays to confirm the suspected migration and referral to another hcp for system revision. At the time of the report that patient was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was removed because the patient also has a pain pump and there was no reason for dual therapies, and that was the reason for explant. There was no device issue found at all. The physician decided to use the pump and not the stimulation. It was noted that the pump seemed to be doing a better job at pain control. The patient was doing well and there were no issues with the pump or the therapy.